Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital with episodes of vt/vf and had to be externally converted and intubated when the device did not terminate the rhythm. During device check, the following morning loss of sensing and capture on the rv lead was noted. An x-ray was performed and it was noted the lead was pulled back due to patient being a twiddler. It was later announced that the patient had expired.